Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented for a routine device check wherein multiple problems were found on their ventricular lead. Lead noise was noted that was addressed via decreasing the sensitivity. Noise appeared on the channels with minimal patient movement. The pacing impedance was reported low and out of range. Due to the sensitivity settings of the r-wave, the intrinsic rhythm was frequently undersensed. Threshold testing showed intermittent capture with high capture thresholds. Capture would be lost if the patient turned their head during threshold testing. A lead replacement was referred, but no planned date booked at present. Patient was stable.

Event description:
New information notes that the lead was capped and replaced on 4 feb 2021. The patient was stable throughout the procedure.